Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: per new requirement from (B)(6), in case complaint reporter¿s hospital is related to military, police department, military academy/institution, political party, government organ/agency or classified unit [1], the name of such employer should be desensitized and redacted prior to be transferred abroad. The account name and facility name were not allowed to be displayed in the relevant area. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7835932. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Deployment difficulty-inaccurate placement and impediment in microcatheter with no loss of cerebral target position are known potential complications associated with the enterprise2 vascular reconstruction device (vdr). Impediment in microcatheter with no loss of cerebral target position does not present potential for patient harm and thus, does not meet us FDA reporting criteria. Interference or friction between devices is a known occurrence and is usually addressed by modification in technique or substitution with another device. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case, the stent was able to be deployed without loss of intracranial working position. Therefore, this event does not meet us FDA reporting criteria. However, stent deployment difficulty resulting in inaccurate placement does present increased risk for potential patient harm; if the stent was inaccurately placed, it may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. Since the deployment difficulty resulting in inaccurate placement required a surgical intervention (i.e., implantation of second stent inside the first stent) to fully cover the aneurysm neck and preclude patient complications, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 7835932) was in place and its release was initiated. The proximal markers fully opened, and this time, the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) ¿was migrated to proximal.¿ the physician attempted to retract the delivery wire to withdraw then stent, but the stent was impeded in the tip of the microcatheter and could not be withdrawn. The physician tried to deliver the microcatheter towards the distal end to cover the stent, but the attempt was not successful, and the stent was still impeded in the microcatheter tip and could not be moved. The physician decided to release the stent, but the stent was at the bifurcation of the middle cerebral artery; the distal end of the stent did not cover the aneurysm neck. The physician released a second stent inside the first stent to cover the aneurysm completely and finished the procedure using the same microcatheter. The procedure was prolonged by about 10 minutes. There was no report of any negative patient impact. On 07-jan-2026, additional information was received. The information indicated that the procedure was targeting a wide-necked, unruptured aneurysm on the middle cerebral artery (mca). There had been no resistance during the advancement of the stent. The second stent that was used to cover the aneurysm neck was a 4mm x 23mm enterprise 2 of the same catalog number (encr402312). The information indicated that the physician did not consider the reported 10-minute delay in the procedure to be clinically significant. There was no negative impact to the patient. On 11-jan-2026, additional information was received. Per the information the event description has been revised to the following: during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 7835932) was in place and its release was initiated. The distal markers fully opened, and at this time, the physician attempted to retract the delivery wire to withdraw the stent, but the stent was impeded in the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be withdrawn. ¿the [physician] tried to deliver the microcatheter towards the distal end to cover the stent, but [the attempt] failed, the stent was still impeded in the microcatheter tip and could not be moved. Then the [physician] released the stent, the stent was located at the bifurcation of the middle cerebral artery, and the distal end of the stent did not cover the aneurysm neck. The [physician] released a second stent inside the first stent to cover the aneurysm neck completely and finished the surgery.¿ the microcatheter was not replaced. The procedure was prolonged by about 10 minutes.